Event description:
During a preventive maintenance, a maquet field service technician found a spring arm with a cracked weld seam. No injuries were reported. (B)(4).

Manufacturer narrative:
The defective spring arm was detected during a preventive maintenance in the (B)(6) in (B)(6). The maquet maintenance technician replaced the broken spring arm with a new one. The hanaulux 3000 series has never been market in the united states. However, these systems are similar in design as some maquet lights distributed in the united states. Refer to the attached cover letter for further info. (B)(4). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.